Manufacturer narrative:
An event of paravalvular leak (pvl) and heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the valve appears to be correctly sized based on provided annular dimensions, the patient did not have a history of conduction disturbances, the annulus was moderately calcified with symmetric calcification, the implant depth was 4.7mm from the non-coronary cusp (deeper than the recommended 3mm), and there were no deployment difficulties were noted. It was noted that a pre-and post-balloon aortic valvuloplasty (bav) were performed. Based on all available information, causes for the reported pvl and heart block could not be conclusively determined. It is possible that procedural conditions (inadequate pre-bav) or patient condition contributed to these issues. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
(B)(6) - vista registry (B)(6). It was reported that on (B)(6) 2024, a 29mm navitor valve was selected for an implant. The annular dimensions of the native valve: diameter: 26.2 mm, area: 528.1 mm², perimeter: 82.2 mm . A pre-dilatation performed with a balloon aortic valvuloplasty (bav) was performed with a non-abbott device. The device was successfully implanted. There was moderate paravalvular leak at annular area at the end of the procedure. Post-implant balloon valvuloplasty done with a non-abbott device, there was trace pvl at annular area at the end of the procedure. No history of pulmonary hypertension, pap was not possible to assess in preprocedural echocardiography. The patient also developed heart block, no treatment was provided. The patient is stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
(B)(6) - vista registry (B)(6). It was reported that on (B)(6) 2024, a 29mm navitor valve was selected for an implant. The annular dimensions of the native valve: diameter: 26.2 mm, area: 528.1 mm², perimeter: 82.2 mm . A pre-dilatation performed with a balloon aortic valvuloplasty (bav) was performed with a non-abbott device. The device was successfully implanted. There was moderate paravalvular leak at annular area at the end of the procedure. Post-implant balloon valvuloplasty done with a non-abbott device, there was trace pvl at annular area at the end of the procedure. No history of pulmonary hypertension, pap was not possible to assess in preprocedural echocardiography. The patient also developed heart block, no treatment was provided. The patient is stable.